Event description:
This lv lead was implanted on (B)(6) 2012. Patient is in chronic afib and has had a previous avn ablation. The lead in the atrial port of the device is in the lv. The physician was dr. (B)(6) at (B)(6) in (B)(6), nj. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).